Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as intellicuff did not maintained pressure. It was not reported to hamilton when this occurred. A continuous alarm was observable both visually and through hearing. It was not reported which alarm was activated or whether the alarm was of repetitive nature. There is no patient involvement reported. There is no need for any medical intervention reported. Ventilator device was replaced. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as intellicuff did not maintained pressure. It was not reported to hamilton when this occurred. A continuous alarm was observable both visually and through hearing. It was not reported which alarm was activated or whether the alarm was of repetitive nature. There is no patient involvement reported. There is no need for any medical intervention reported. Ventilator device was replaced. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.